Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer's site. The cse noticed the issue occurs with drawer 3. The cse found that drawer 3's rack post position is too close to the tubes. The cse re-aligned the rack post position. The cause of the damaged sample tube was due to misaligned drawer 3 rack post position. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer of a versacell x3 sample management system reported that their versacell sample arm hit a sample tube while trying to grab it, cracking and damaging the tube. As a result, the versacell x3 sample management system stopped operating. The customer had to perform a hard shutdown to get the instrument back up and running. The initial contact with the sample tube did not spill fluid, however fluid did spill when the customer attempted to remove the sample tube. There was no known cross contamination due to the spill. There are no known reports of patient intervention or adverse health consequences due to the damaged sample tube.